Manufacturer narrative:
The field report of output anomaly was not confirmed. Visual examination did not find any foreign material or contamination. Based on the electrical, thermal, and mechanical testing, the pacer exhibited normal device characteristics and the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, it was noted that the newly implanted pacemaker was delivering inadequate low voltage output and was not pacing properly. The device was explanted and replaced. The patient is in stable condition.